Event description:
There are a total of eighteen complaints for interruption during patient therapy for the same pump on various dates. All patient information is unknown. The facility reported an infusion pump with a failure code 199:117:307:0000, which occurred in the intensive care unit (ICU). The event was reported to have occurred during patient therapy, where therapy was stopped. It is unknown if there was patient injury or medical intervention had been reported related to the device. The software version is currently unknown. No additional information is available.

Event description:
Reporter alleged obtaining the results of 228 mg/dl and 103 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
(B) (4)the pump has been returned and has been evaluated by baxter. This device was previously in the repair shop on 02 june 2009. At that time, the reported problem was not confirmed. Due to the device being compromised during the previous repair, baxter is unable to perform an accurate evaluation for the reported condition.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition of failure code 199:117:307:0000 was confirmed and duplicated. The assignable cause was damaged uim pcb (user interface module printed circuit board). The uim pcb was replaced. The user interface module master software version for this device (B)(4) categorized as unremediated.